Manufacturer narrative:
(B)(6) 2017.

Manufacturer narrative:
This is a duplicate of MFR. Report #:2031642-2017-02418.

Manufacturer narrative:
Field service engineer (fse) performed a complete performance verification test and all tests passed. Fse performed an electrical safety test and this test passed.

Event description:
The customer reported the unit displays an o2 valve is stuck closed message. There was no patient harm.